Event description:
It was reported that there is an allegation of an unknown malfunction on the right atrial (ra) lead. The patient's status was unknown.

Manufacturer narrative:
Further information was requested but not received.